Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose(bg) level of 58 mg/dl. Juice and crackers were consumed to treat the bg level. Reportedly, the basal settings on the pump were input incorrectly. The customer declined to input correct settings and continued using the pump for insulin therapy. In addition, the pump time and date were inaccurate. Reportedly, the time and date were input incorrectly. Customer adjusted the pump time and date to address the issue. Recommendation was made to consult with hcp provider to ensure that accurate pump settings be programmed into the pump. The customer acknowledged the information.